Manufacturer narrative:
A supplemental report will be submitted pending investigation results.

Event description:
On (B)(6), 2022, fujifilm corporation was informed that the subject endoscope (eg-580ur) was cultured and tested positive for pseudomonas aeruginosa. Bacteria were also detected in the rinse water of the washing machine used, but no information was obtained on the bacterial species. Cleaning brushes made by a third-party company were used for manual cleaning. Indigenous bacteria were also detected in a non-fujifilm endoscope conducted at the same time. The endoscope was quarantined after initial sampling, and no patients were involved or exposed to the endoscope. Following the positive culture, the endoscope was not clinically reused. There was no death or serious injury associated with this. As such, this report is being submitted in an abundance of caution.

Manufacturer narrative:
On november 29, 2022, fujifilm corporation concluded the root cause investigation on the eg-580ur. The results of the sampling/culture test conducted by fujifilm were negative. Further inspection of the equipment did not reveal any findings that could contribute to a positive result of the initial sampling/culture test. The scope was repaired and returned to the facility where it was sampled/cultured again, and the results were negative. Therefore, fujifilm determines that the scope was contaminated by an unknown source during the initial sampling/culture.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between (B)(6) 2021 and (B)(6) 2023, due to FDA 483 observations issued to fujifilm corporation on (B)(6) 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.